Manufacturer narrative:
The service evaluation of the asset scope found the adhesive at the distal end forceps cover was peeling / missing; passed the leak test. The scope was repaired to specification and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera ii ultrasound gastro-video endoscope's adhesive at the distal end forceps cover was peeling / missing. There was no report of any problems associated with the asset and no report of patient injury or harm.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the forceps cover glue peeling is due to the application of external force such as strong rubbing against the relevant part during normal use including reprocessing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities. Olympus will continue to monitor complaints for this device.